Event description:
It was reported that post op to a rectum procedure the anastomotic bleeding occurred after surgery. The bleeding was stopped after endoscopic treatment. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4 batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? Blood flow to the anal canal increased. How many days postoperative was the bleeding identified? 30 min. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No. How was the bleeding addressed? Electrotome clotting. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal. Were there any issues noted with staple formation? If so, please describe the shape and location. No. What healthcare professional fired the device and what is his/her experience with the device? Unknown. What purse string technique was utilized? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Yes. The donut was complete. Was a complete transection of the white breakaway washer visually confirmed? Yes.